Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Device has not been returned. However, customer reported no visible damage or foil on the screen. At this time, shipment of replacement user interface has been initiated.

Event description:
The customer reported an intermittently unresponsive touchscreen of the bellavista 1000e while connected to an infant patient. The customer confirmed the device was removed from the patient, and manual ventilation was provided; however, no patient harm was reported.

Manufacturer narrative:
The device's user interface was returned to the manufacturer on 04-nov-2019. Analysis reveals the reported event is a clear case of a known issue affecting 6th generation touchscreens (non-responsive/slow-reacting touchscreen) in which the root cause has been traced to the soldering process of the chip carrier to the touch controller board.